Event description:
The device was returned to the service ctr with a report from the customer contact that stated, "e380 malfunction" (plunger failure). This does not indicate a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device door roller was broken.

Manufacturer narrative:
During testing, it was noted that the device door roller was broken. The customer contact's reported e380 (plunger failure) error code was duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.